Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 02 june 2021, a 23mm trifecta¿ gt valve was implanted. During the implant procedure it was noted that one of leaflets seems to be more open than the other 2 leaflets. The physician pushed the open leaflet and it moved back to symmetry with the other two leaflets. The valve was implanted, hoping the leaflets will all coapt properly. Post implant aortic regurgitation was noted. On (B)(6) 2021, the valve was explanted and replaced with a non-abbott mechanical valve. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event "one of leaflets seems to be more open than the other 2 leaflets" was reported. One leaflet appeared damaged, however functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection, including no damage seen on any of the leaflets. The cause of the reported event could not be conclusively determined.